Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs patient programmer was not working/communicating with the patient's ipg. A programmer was sent to the patient, however, the patient reported he was unable to communicate using the new programmer. In addition, the patient stated he was no longer able to communicate using the charger either. Follow up identified a company representative met with the patient and troubleshooting was unable to resolve the issue. The representaive determined the patient's ipg was inoperable. Surgical intervention may be taken to address the issue.